Manufacturer narrative:
Continued from initial reporter: phone (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: red particles in the shell and gel. Opening on posterior (extended). Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, an opening on posterior, red particles on the shell and gel, and crease flat. A microscopic analysis was performed which identified: a sharp opening on patch/shell bond edge. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on patch/shell bond edge assessed as unidentified (tear) opening. Additional, corrected and/or changed data.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.